Event description:
Medtronic 780 system and g4 sensors, multiple times now I've had sensors read blood sugar differences up to 100 points off from my fingers tick with meter, usually 50- 70 off . 2 hrs ago it was 65 points off claiming I was 135 and I was 47, it refused my calibration so I waited for sugar to settle, meantime I ate snacks and drank too much juice to correct probably 70 grams of carbs, waited 20 - 30 min and because I'd taken so many carbs gave myself 4 units of fast insulin ...pump and sensor continued to read at 93 up to 100. An hour later now I'm shaking again. Pump reading 113 and finger stick 54 ,once again it refuses to calibrate ... I am type one and diabetic for 51 yrs since age 7, I've used medtronic pumps for 20 years at least and stopped when their older sensors were not accurate.. I used a medtronic pump and dexcom sensors g6 per state of (B)(6) and they were amazingly accurate, g7 not so much when I upgraded. Medtronic started advertising the all new 780 system and supposed g4 new sensors. I started it in (B)(6) of 2023 and right away noticed sensor readings off considerable amounts 50- 70 points and pump giving me insulin early morning hours (3-4 am) because of those false readings and during the day ... Major low sugars because of it. I turned in complaints and returned each sensor and they replaced each but was told I was doing something wrong, it's my body not working, I'm crazy, etc. A month later they had a recall because some lots of sensors were not reading accurate, um yeah I told them so but my sensors in my 3 month supply were not in that recall. So I keep trying with same bad results and 2 months later they recall again, quality control at the plant they said, meantime I'm replacing at least 2-3 sensors out of every box of 6 from several 3 month orders. And none are on there recall groups. I've complained incessantly for 11 months and they don't care besides trying to blame me for incorrect use. I was on vacation (B)(6). Sensor I had in going there was perfect and sugars great, 7 day replacement time (B)(6) and sensor failed again after inserting and waiting 3 hrs almost 4, it was straight, very little blood but was junk. Medtronic tech line replaced sensor and transmitter over night so I was without by then almost 48 hours, inserted the new sensor and started transmitter and waited the 2 hours and it failed again, took almost 4 hrs to finally start and ask for a fingerstick calibration, it said my sugar was 179 trending up, and gave me 1.7 units automatically, my finger stick was 122. At that point I'd been fasting for 15 hrs, I was on the phone with their so called experts that entire warm up and updating time period (4 hrs). After multiple attempts every 20- 30 minutes it finally took a calibration but only corrected half the blood glucose value so was still off but getting closer 160 vrs 135 (I'd had a few bites of a[invalid] by then) by that evening it was within 5 points and stayed that way for 5 days until it's 7 day life ended. The next sensor this last week started wednesday and today saturday the (B)(6) is so far off its not funny, granted my site location stopped working this morning (blockage) so I replaced it and took a generous bolus for my muffin and sugar skyrocketed and has been supposedly high all day and finally started coming down after 8 hrs, trying to trust the pump as their educator put it and then this 47 reading happens as pump said I was 135 ..disgusting quality control on there sensors and pump algorithms shutting basal rates off at weird times when I've already eaten causing high blood readings. I have used more test strips the last 8 months double checking this pile of crap then I've used in a long time with dexcom 6 sensors. I'd really like to sue this medtronic company for negligence but I'm not that type of person but I hope the FDA shuts down production. This 780 system is very dangerous to a non experienced diabetic. These faulty sensors I was promised are all new redesigned are absolute inaccurate and dangerous. Expiration date: 30-aug-2027. Reference reports: mw5157871, mw5157873.